Manufacturer narrative:
Testing of actual/suspected device (10/213): the technician performed functional tests by changing the slot batteries and found that the battery that was in slot 2 is in fact having problems as it did not work when placed in slot 1. A new battery under warranty was sent to the customer. Additional information is being requested in regards to repair, a supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a battery that was not charging and appeared on the screen as unusable battery message detected in bay 2. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The technician performed functional tests by changing the slot batteries and found that the battery that was in slot 2 is in fact having problems as it did not work when placed in slot 1. A new battery under warranty was sent to the customer. To fix the issue, the fse replaced the battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.